Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported ¿right side pain¿, ¿itchy spots under her right armpit¿ and ¿bikini area became swollen¿, "bulge under the armpit, I guess it is swollen lymph." Additionally, patient reported "don't want to die because of this lymphoma", "chest feels a little swollen." The device remains implanted.